Event description:
Invalid result. Emailed in because she purchased 3 flowflex kits and no results displayed on all 3 tests. No c or t line appeared. She followed the directions exactly. She dispensed the sample into the s well and waited the 15 minutes. The kits were purchased at farmacia candad 11. She has since thrown the test cassettes away and cannot provide a picture.

Manufacturer narrative:
The current complaint is pending investigation from our contract manufacturer, and we will provide follow up MDR upon investigation completion such as review of batch records or testing of retention samples. Any additional information received by acon may be provided to FDA in a follow up MDR.

Manufacturer narrative:
Batch records for final product manufacture and qc record for cov3090005 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process is complied with dmr. Test results from retention samples of cov3090005 met qc criteria and the complaint issue was not found in the retention samples. The complaint could not be verified. In this follow-up report, the following information has been updated from the initial report upon completion of the internal investigation. The following fields are updated: b4, "date of this report" - date of follow-up report g6, "type of report" - follow-up #1 h2, "if follow-up, what type?" - updated to "additional information" and "device evaluation" h6 "adverse event problem" - event problem and evaluation codes such as "investigation findings" and "investigation conclusions" are added per investigation. H10 "additional narrative/data" - added manufacturer's narrative.

Event description:
Invalid result. Emailed in because she purchased 3 flowflex kits and no results displayed on all 3 tests. No c or t line appeared. She followed the directions exactly. She dispensed the sample into the s well and waited the 15 minutes. The kits were purchased at farmacia candad 11. She has since thrown the test cassettes away and cannot provide a picture.